Event description:
Per computed tomography report, "ivc stenosis: yes." "Filter position: below the renal veins." "Filter penetration: yes." "The ivc is collapsed around the filter which is consistent with chronic ivc stenosis. The ivc distal to the filter is very stenotic. As a result of this, there are large varicose veins seen in the soft tissues of the abdomen." "The filter is not tilted but the cone of the filter is against the anterior wall of the ivc." "The anterior right strut penetrates 8 mm through the ivc wall." "The anterior left strut penetrates 8 mm through the ivc wall." "The posterior right strut penetrates 9 mm through the ivc wall." "The anterior left strut penetrates 8 mm through the ivc wall." "The posterior right strut penetrates 9 mm through the ivc wall." "The posterior left strut penetrates 7 mm through the ivc wall."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, stenosis. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. The additional information regarding stenosis does not change the previous investigation results for caval thrombosis. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference# 3002808486-2019-01229. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional information become available. Investigation: the following allegations have been investigated: unable to be retrieved and caval thrombosis. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right femoral vein due to patient being unable to take anticoagulants. Patient is alleging device is unable to be retrieved and caval thrombosis.¿ per ivc filter retrieval operative report (B)(6) 2019, the ivc filter was removed intact with no complications.